Manufacturer narrative:
(B)(4). The insulin pump was received in no manufacturing mode noted. The pump was also received with case was ground off the area above the display window, partially broken reservoir tube lip, missing reservoir tube retainer and missing reservoir tube o-ring. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump was damaged when it fell. Customer's blood glucose was 6.5 mmol/l at the time of the incident. The product was returned for analysis.